Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported " that sometimes that when she has had to remove catheters from patients it was unclear if the catheter was a PICC or midline (she mentioned that was because they had typically charted all the catheters as piccs)." Additional info received 01/05/2021: part numbers: didn¿t have specific event more of a general issue. What type of catheter securement was utilized? Sutures. A detailed description of the events: "may have been due to being new, didn¿t know where to look, other nurses had charted midlines as piccs".